Manufacturer narrative:
Received one (1) used list# mc33213, 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer; lot# unknown one (1) used list# unknown, catheter; lot# unknown. A crack was observed on the female luer of the set. The reported complaint of a leak could be confirmed. The returned sample was observed to have a crack on the female luer. The probable cause is due to a material issue with a vendor-supplied part. A device history review (DHR) lot# review could not be conducted because no lot number(s) was/were identified.

Event description:
A complaint was received regarding a 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer that experienced leakage. The reporter stated that leaking was noted from tubing, and a new IV needed was placed due to unable to disconnect. The patient involved was 17.14 years old and female. The affected area or unit location was CT/cat scan. Thus, there was patient involvement, no human harm and unknown delay in therapy reported.

Manufacturer narrative:
A2 - date of birth - the patients age was used to approximate the date of birth as (B)(6) 2008. D4 and h4 the lot#, expiration date, and manufacture date are unknown. The investigation is pending completion. Upon completion of the investigation a supplemental MDR will be submitted.